Event description:
It was reported that patient was recently implanted and the generator was showing at eos. Generator replacement occurred. Patient had an initial implant. Eos was observed after first check from surgery. Electrocautery was used in the same way as previous surgeries. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Generator analysis was performed. The pulse generator diagnostics were as expected for the programmed parameters and shows an ifi=no condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during implant, which was likely a contributing factor for the generator battery being observed at eos. Other than the eos value, there were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
The return product form for the suspect device was received and noted that diagnostics were ok but eos message disappeared the day of or. The suspect device was received into analysis and is currently underway. No additional relevant information has been received to date.